Event description:
It was reported that during a lap gastrectomy procedure, the jaw would not open all the way for clipping. Also, the clip formed tear shape and could not be clipped properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.